Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: two (2) devices were received for evaluation. A visual inspection was performed, and a dark spot particulate on the white connector of the first sample and a small brown fibrous type particulate loose in the sealed product packaging of the second sample were observed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to inherent variations of the manufacturing and/or packaging process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix vented micro-volume inlets had particulate contamination. This was noticed while looking through the stock. There was no patient involvement. No additional information is available.